Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation. Visual inspection confirms the complaint as the device shows a rupture in the lumen. Under magnification it appears the lumen had ballooned prior to bursting. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the devices were manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A root cause cannot be determined but is not likely manufacture related. The most likely scenario is the lumen was subjected to excessive force such as flushing or infusing against resistance possibly due to a thrombosis or a kink in the lumen. The instructions for use (IFU) include infusion equipment and bolus injection parameters that should be followed. Small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. Common catheter complications include catheter occlusion and thrombosis. If resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Do not flush against resistance. If the lumen will neither aspirate or flush, and it is determined that the catheter is occluded with blood, follow your institutional declotting procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post procedure, 1.5cm was exposed at the insertion site. The catheter reportedly ballooned/ had a hole in it at the 1cm mark, external to the patient.